Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cabinet was down and the screen was black, user checked all the cables everything was connected, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) completed the solid-state drive installation along with the basic configuration and the rss update. Tsc provided on site assistance for the final configuration. Hardware test application and user tests were successful. The system functioned as intended after the field service engineer repaired the device.